Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient has not recovered from the event. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: b2, b5, d10, h1 and h6. B5: upon follow-up, it was reported that the patient passed away. The cause of death was unknown. It was not reported if an autopsy was performed. It was not reported if the patient has recovered from peritonitis or if pd therapy was ongoing prior to or at the time of death. Should additional relevant information become available, a supplemental report will be submitted.